Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The available ram dump data documented a measured current which was only slightly higher than the expected value. The measured current exceeded the expected value by less than 1 ua and triggered the warning message. All other device parameters were normal and as expected. This marginally elevated current consumption does not, at this time, indicate a device malfunction. Please note that the margins for the generation of a high current warning message are designed to be very sensitive. This allows for a dedicated investigation of the device data to ensure the patients safety, even in case of an only slightly elevated current consumption. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data revealed a slightly elevated value of the current consumption. However, there was no indication of an ICD malfunction. Should additional relevant information or the device itself become available for analysis, this investigation will be updated.

Event description:
Ous MDR - upon interrogation a message indicating a high power consumption appeared on the programmer. This is all of the information that was provided. It is believed this device remains implanted. No explant date or event date was provided.